Manufacturer narrative:
Additional information: d9, h3, h6, h11 h11: the device was received for evaluation. During evaluation, the reported problem of "not recognizing when the door is opened," was not reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be link was out of adjustment. The link will be readjusted to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not recognize the door when it was opened. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.